Event description:
It has been reported to philips that there was a "low disk space" message and images could not be taken even when the database was not full. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that "low disk space" message and can't make images even when database is not full. During troubleshooting, the fse identified customer had deleted the cases and no such messages were occurring again. The issue got resolved. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation codes was corrected.